Event description:
A (B)(6) female patient called zoll customer support to report that she was receiving check electrode belt and check therapy electrode alarms. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt, check therapy electrode alarms) was confirmed. Upon investigation the pulse wire between ECG ¿a¿ and ECG ¿b¿ was open, which caused the reported electrode belt alarms. The root cause for the broken pulse wire could not be positively identified but was likely excessive force on the electrode belt cable. No adverse event resulted from the open pulse wire. The patient received a replacement electrode belt.